Manufacturer narrative:
The reported event was confirmed. A visual evaluation noted one used foley statlock was received. The retainer was observed disconnected from the pad. Although the reported event was confirmed, a definitive root cause can not be determined. A potential root cause could be "glue selection incompatible with clamp base". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: package includes the statlock® device stabilization system and skin preparation pad. Indications for use: the statlock® device is a stabilization device for compatible catheters. Contraindications: known tape or adhesive allergies. Warnings and precautions: do not use the statlock® device where loss of adherence could occur, such as with a confused patient, diaphoretic or non-adherent skin, or when the access device is not monitored daily. Observe universal blood and body fluid precautions and infection control procedures, during application and removal of the statlock® device. Minimize catheter manipulation during application and removal of the statlock® device. Daily maintenance: the statlock® device should be assessed daily and changed when clinically indicated, at least every seven days. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. If showering/bathing, cover with plastic wrap or waterproof dressing. Conduct skin assessment prior to application and repeat daily per facility protocol. Use clinical judgment on the removal of the statlock® stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity."

Event description:
It was reported that the clip broke off of the statlock deeming it unusable.